Event description:
While treating a patient the device was unable to pace the patient. The device was attached to the patient via non-zoll electrodes and non-zoll adapter assembly. The electrodes were removed and re-applied and the device was unable to pace. There was no adverse effect to the patient,due to the reported malfunciton please reference medwatch report 1220908-2003-00318, which is a similar report from the same customer.